Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and confirmed the customer's reported issue in the log files. The functionality of the iabp unit was checked and the stm observed that when hooked up to a trainer, the iabp unit was able to pump and did not generate a gas loss error message. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "gas loss" message. There was no patient harm and no adverse event was reported.